Event description:
The customer reported to baxter corporate product surveillance an extension set in which air in line was detected during patient use. The customer stated that a total of three baxter products were in use with the set-up when the malfunction occurred: a continu-flo solution set, a buretrol add-on set and the extension set. The customer stated that the buretrol add-on set and the primary set were primed, and attached to the extension set which was primed. The primary continu-flo solution set was then inserted into the sigma spectrum infusion pump. The entire set-up was then attached to the mediport of a (B)(6) patient. The nurse observed that the filter on the extension set was emptying when the clamps were removed. The nurse indicated that they changed out the buretrol add-on set three times believing that this was the issue. However, the filter continued to empty. The nurse stated that no air reached the patient. The customer alleged that the issue was with the extension set. The entire set-up was changed out and therapy continued as normal. There are no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4).